Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, the atrial lead exhibited high pacing impedance and a high capture threshold. Fluoroscopy confirmed the atrial lead slack was missing; however, the lead did not appear to be completely dislodged. The atrial lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.